Event description:
During magnetic resonance imaging, magnetic resonance imaging safe ventilator had catastrophic failure. As a result, patient desaturated and became tachycardia. (B)(6) rn notified magnetic resonance imaging tech to stop magnetic resonance imaging so that emergent assistance could be provided. (B)(6) pulled off ventilator and began to provide rescue ventilations with bag-valve-mask. Patient oxygen saturation normalized, vital signs stabilized with more frequent premature atrial contraction's than from initial transport. Following magnetic resonance imaging, patient was transferred to royal ems gurney and secured with seatbelts and rails up. Patient was placed on royal emergency medical services cct ventilator.